Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings, motor error alarm, excessive no delivery and low battery alert. The customer's blood glucose reading was 403 mg/dl. The customer treated with manual injection. The customer had symptoms such as headache and tiredness. Troubleshooting was performed. The drive support cap appeared normal. The customer stated that the pump alarmed motor error and then low battery alert. The insulin pump was not returned for analysis.